Event description:
It was reported that the right atrial lead dislodged. It was noted that the lead exhibited failure to capture and far r oversensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, far r oversensing, and failure to capture. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported events of far r oversensing and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.